Manufacturer narrative:
Plant investigation: s the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the dialyzer was provided by the customer. The photograph showed about half of the dialyzer from a close-up view. The product label was visible with blood on the outside of the dialyzer (as no external leak was reported, it is possible that the blood came into contact with the external housing during deconstruction of the setup). Furthermore, there was blood within the dialyzer that was visible on the outside of the fibers near and within the lower bell housing. This is indicative of an internal blood leak. A specific cause of the leak was not visible in the photograph. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported event was confirmed based on the provided photograph. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a visible internal dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 90ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a visible internal dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 90ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.